Event description:
It was reported that the monitor showed hypotonic blood pressure values. Therefore, catecholamines were administered to the patient. During morning and afternoon shift, the blood pressure showed no change. The nibp was measured by a cuff and significant differences were observed. Thereafter, the dual hemopod was replaced.

Manufacturer narrative:
The manufacturer's investigation came to the result that ingress of fluid into the dual-hemopod had resulted in wrong measurement. This can happen if the dual hemopod is used in a non-vertical position or vertical, but top down instead of top up. The instructions for use of the infinity acute care system does identify that the dual hemopod should be positioned in a vertical orientation. Drager medical is just going to publish a field safety notice for all concerned customers, which points to correct handling and positioning of the dual-hemopod. Drager medical will inform the FDA about this action.